Event description:
Ventilator-dependent child was at home, in her room, on the lp-10 ventilator; mother went to check on her, after being alone for about 1 hr. Mom found that trach tube had been partially pulled out and child was slumped over and unresponsive. It is unclear if ventilator alarmed or not. Pt was hospitalized, then taken off ventilator and allowed to die. When dist rec'd the two ventilators on 5/28/98, dist discovered tape covering the alarm speakers on both ventilators. Ventilators were sent to MFR and found to be functioning properly.